Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. In previous in clinic visits, device interrogation revealed that the atrial lead was under-sensing and had high, intermittent capture. Chest x-ray confirmed that the atrial lead had dislodged. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.